Manufacturer narrative:
Additional information: date of event. Additional information was received indicating this event occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system alarmed wrong cassette. There were no reported adverse effects.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of wrong cassette error was verified. The event log did show wrong cassette error. Service found fluid ingression and corrosion around downstream occlusion sensor. Service will replace the downstream occlusion sensor. Use testing was performed. The problem source fluid ingression caused by the user.